Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 160 units of insulin. No reported adverse impact to the customer¿s blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.